Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was able to push insulin through, after the reservoir and infusion set were changed. The buttons on the insulin pump were not responding properly. The buttons were hard to press and sometimes she had to press them twice for a response. The insulin pump alarmed failed battery test. She sat the reservoir on the table and insulin leaked out. Customer's blood glucose level was 224 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened down keypad dome. Keypad connector was found closed properly during visual inspection. Unable to perform functional test or verify excessive no delivery alarm due to keypad anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip.